Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 70 mg/dl. The customer stated that the issue maybe due to a damage battery cap. The customer was to use the correct battery and that a new battery cap will be shipped to them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.